Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit powered on with an unexpected blank display. Pump was cut open to perform a visual inspection and found moisture damage on pcba1. Test p-cap locked in place properly during testing. Unit was received with: battery tube threads - cracked, cracked case (battery tube), cracked case, and scratched case. In summary, customer allegation for cosmetic damage at battery compartment was confirmed during visual inspection. Blank display confirmed due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as the pump was dropped accidentally and was shattered. Crack from the battery compartment all the way up. The customer reported no adverse event. The event involved product(s) mmt-1880. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.